Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate relief. The patient underwent an ipg replacement procedure and the patient was doing well post-operatively. The explanted device will not be returned.